Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and add gel messages) was isolated to the electrode belt black pulse wire was broken. The root cause for the physical abuse was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and add gel messages.